Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant that the leadless implantable pulse generator (ipg) had dislodged, exhibited a pacing failure and "dancing" due to possible insufficient fixation. The ipg was explanted and replaced with a transvenous pacing system. No patient complications have been reported as a result of this event.